Event description:
It was reported that the right ventricular (rv) lead had oversensing and a fracture at the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor was flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006. (B)(4).